Manufacturer narrative:
Failure analysis noted that the insulin pump was received while alarming compromised force sensor system during the prime a33 alarm test due to moisture damage inside the force sensor resistor. The insulin pump also contained a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported by the customer's father via phone call that the insulin pump alarmed compromised force sensor system while trying to prime his son's pump. He stated that insulin was squirting out during the manual prime process. The customer's blood glucose was 255 mg/dl. During troubleshooting, they said that the drive support cap appeared to be normal and the pump had not been dropped. The customer's father was advised to disconnect his son from the pump and to revert to back-up plan. He was advised that the pump will need to be replaced. The pump was returned and analysis was completed.